Event description:
It was reported that a proultra tip #6 separated in a pt's mouth. The separated piece was retrieved without injury.

Manufacturer narrative:
The device was returned for eval, though results are not available as of this report. Eval results will be submitted as they become available.